Event description:
It was reported that bd smartsite 13mm vial access device was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that vial leaking from needle or adaptor insertion point.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23125149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.